Manufacturer narrative:
G4: 04sep2019; b4: 27sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the user interface printed circuit board assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A ventilator was reported to have powered on by itself. There was no patient involvement or harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26july2019. (B)(4).

Event description:
A ventilator was reported to have powered on by itself. There was no patient involvement or harm.